Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump did not deliver insulin as intended. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. The customer administered manual injections to address bg level. Reportedly, the customer reverted to an alternate method insulin therapy.